Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the suspect device. The fsr confirmed the reported issue and determined that the source of the leak was the o2 blender. The o2 blender was replaced and the device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that while in use with a patient, this vela ventilator had an audible leak of gas coming out of the back of the ventilator. There was no report of alarm conditions or affect to ventilation. The ventilator was switched to another ventilator and there was no patient harm or injury.